Manufacturer narrative:
(B) (4): x-rays were provided. The screws were returned for evaluation. Analysis results and x-ray interpretations were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) from c4 to c7. Two weeks post-op notes included pain improvement, swallowing issues and clear, strong voice. Six week post-op, the patient's swallowing had returned to normal. Radiographs demonstrated the hardware was in good position with evidence of complicating features. The alignment was anatomic. Three month post-op, the patient experienced difficulty swallowing on and off, some discomfort behind the esophagus, neck fatigue, hand tingling and numbness, insomnia secondary to discomfort from the neck. Four months post-op, the patient continued to experience some trouble with swallowing. Swallowing food had gotten significantly better, however, the patient continued to have some trouble with liquids and saliva. Four month follow up films demonstrated adequate hardware position, however, films indicated breakage of one, if not both, c7 screws. Eight months post-op, the patient continued to have intracapsular discomfort; severe radicular pain was gone. The patient continued to have parasthesias bilaterally involving the upper extremities. The patient reported feeling as if there was a "frog in his throat". The patient's voice was clear and strong. Plain films showed solid arthrodesis at c4/c5 and at c5/c6. At c6/c7, the patient's graft was not clearly incorporated, possible c6/c7 pseudoarthrosis. Bilateral hardware failure; c7 screw broke midshaft and the screw heads were slightly disengaged. Nine months post-up, the patient continued to have bilateral arm paresthesias and discomfort. The patient experienced pain at the base of the neck of the cervicothoracic junction and had occipital neuralgia type skull base symptoms at times. Cervical CT scan showed bilateral c7 screws disengaging from the integrated locking mechanism of the plate. The screws were fractured mid-shaft . The patient underwent revision surgery; c6/c7 posterior cervical arthrodesis, bilateral c5-c7 instrumentation and laminae foraminotomies for decompression. The anterior cervical hardware was removed; exploration of fusion at c6/c7. The screw heads, and proximal half of each screw, were removed. The distal fragment of the screw was left imbedded into the bone within the c7 vertebral body. Fusion at c6/c7 using autologous bone graft and rhbmp-2acs. Post-operatively, there were no complications. The patient was discharged home three days post revision surgery. No swallowing issues were noted.